Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown 1.5mm diameter drill bit/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date in 2021, a surgeon used 1.4mm diameter and 1.5mm diameter drill bits to predrill using the trumatch maxilla cutting guide. Surgeon commented that the predrill barrel was too tight and as a result both drill bits were broken. However he mentioned that some predrill barrels were not as tight as others. There were problems with holes 1, 7, 8, 10 and 11. The drill bit broke for holes 1, 7 and 8. Two broken bits were recovered in situ and one drill bit from the suction. There was a surgical delay of about fifteen (15) minutes because of changing drills and looking for the bits and getting the plate to fit over holes that were not drilled optimally. There was no harm to the patient. The procedure was successfully completed. This report is for one (1) unknown 1.5mm diameter drill bit. This is report 2 of 2 for complaint (B)(4).